Manufacturer narrative:
Evaluation of device 7-900-115 found that unit power up correctly and lfc was "0" which means that unit has never declared fault. The evaluation was performed and all data met specifications. Unit passed final test. The service history was reviewed and found that the device was serviced on december 12, 2019. A DHR review found no abnormalities that would contribute to this reported event. A two-year review of complaint history revealed there has been 4 complaints regarding 4 devices for this device family and failure mode. During the same time frame (B)(4) have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following; in all electrical devices where a current is emitted from the instrument, the current must have a return path. The return pad for monoterminal applications is through the patient's body, to the ground and back to the instrument. In this mode, if any portion of the patient's body comes in contact with a grounded metal object, such as a chair or metal rail, the current will take the path of the least resistance and a slight shock may be felt. To minimize the possibility of shocking during monoterminal applications: do not let the patient to come in contact with any grounded metal objects, position the electrode on or close to the patient before activating the output this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation and the complaint investigation is ongoing. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the 7-900-115, hyfrecator 2000, shocked both the patient (an infant) and the grandmother holding the patient. The patient received a small burn where the grandmother was touching the baby. No grounding pad was used, it was used on a monopolar mode, there was no need for medical intervention. The customer admits it was user error. This report is being raised as patient injury due to the unknown degree of burn.